Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two extensions with the same lot number. The patient received a competitor's leads. It was reported during the patient's lead revision procedure, fluid was noted in the header. Subsequently, the extension was replaced. It is unknown at this time if the extension was explanted at the procedure.